Event description:
The complainant stated the e-stop button is broken off of the control box for the lift.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction. A follow up report will be sent once the customer discloses their investigation.